Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was carrying a heavy backpack over the device area for an extended period of time. The lead exhibited noise and oversensing which resulted in inappropriate shocks and therapy exhaustion. It was reported the lead was abraded from the extended use of the backpack. There was also evidence of abrasion on the patient's shoulder area. Surgical intervention was performed in which rv lead was surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.